Event description:
Edwards received information that this bioprosthetic aortic porcine valve, was explanted due to severe aortic regurgitation after an unknown implant duration. Operative findings included an observation of a tear on one of the leaflets. There was also a defect (unspecified), measuring 0.7 x 0.4cm, located centrally at the intersection of the valve cusps. The valve was replaced with another pericardial bioprosthetic valve. There were no adverse patient effects reported as a result of the explant.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: the device was not returned to edwards for analysis. Device history record (DHR) review could not be completed as serial number was not provided. Without the return of the device, edwards is unable to confirm the clinical observation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.